Manufacturer narrative:
Product event summary (B)(4) the full lead was returned in segments and analyzed. The primary analysis finding noted the distal conductor fractured (in-vivo) flexed. There was outer insulation breach (in-vivo) depression.

Event description:
It was reported that the right ventricular (rv) lead showed slowly increasing impedance. After opening the pocket the physician saw insulation break with blood in the lead. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.